Event description:
Laboratory supplied straight needles are unsafe as the cap falls off at random causing "clean" needle sticks and when safety cover is engaged, needle splashes blood.phlebotomists at other facility use this product regularly and we have not encountered any lots with these issues . Most phlebotomist here do however prefer the feel of the bd safetyglide needle over the medline suresnap .